Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 242 mg/dl and low blood glucose value was 41 mg/dl. The customer's other blood glucose was 213 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with glucose tabs and food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing.